Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter name and address: the customer's address is unknown. New jersey, USA has been used as a default. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd alaris¿ pump module infusion set was missing its back check valve. The following information was provided by the initial reporter: "alaris pump infusion set tubing missing back check valve."

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of misassembly could not be verified due to the product not being returned for failure investigation. A device history record review for model: 2426-0007, lot number: 22099540 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd alaris¿ pump module infusion set was missing its back check valve. The following information was provided by the initial reporter: "alaris pump infusion set tubing missing back check valve."